Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the moderately calcified, moderately tortuous lesion in the proximal right coronary artery (rca) with diffused disease and 80% stenosis. The lesion was pre-dilated and the 2.75x15 mm xience prime stent was deployed at 10 atmospheres. A distal edge dissection was noted and covered with a 2.5x18 mm xience prime stent. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.